Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation the device's display screen failed to turn on and a ventilator inoperative alarm occurred. The device's display interface cable and system board were replaced to address the issue.